Manufacturer narrative:
The manufacturer has received the sample and will be evaluated. Results are expected soon. A history review of serial number (B)(4) showed no other similar complaint(s) from this serial number. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
Biomed reported on behalf of end user that site rite 8 ultrasound system's (9770500) acoustic image is intermittently dropping out. Biomed was unable to duplicate the issue but reported that the end user states that it has occurred multiple times while the system is in use.

Manufacturer narrative:
H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the device was returned to the service facility for evaluation. During evaluation, the reported issue of the device booting to a blank screen is unconfirmed. The scanner was evaluated and no problem with the image dropping out was noted. The root cause of the reported failure is inconclusive as the reported issue could not be reproduced during evaluation. No other functionality issues with the equipment were found during evaluation/servicing. The device was serviced, tested and returned to the customer. A history review of serial number (B)(4) showed no other similar complaint(s) from this serial number.

Event description:
Biomed reported on behalf of end user that site rite 8 ultrasound system's (9770500) acoustic image is intermittently dropping out. Biomed was unable to duplicate the issue but reported that the end user states that it has occurred multiple times while the system is in use.